Event description:
Second attempted lung biopsy (7/19/95 - 1st attempt resulted in 30% pneumothorax and insertion of a chest tube. As the radiologist was withdrawing the biopsy needle, it broke off leaving about 5 cm of the needle within the chest. "Needle found lying in close proximation to the aorta in posterior thoracic region." The radiologist made an incision into the skin and attempted to grab it with hemostats. He was able to obtain 6 mm of the needle when it broke off a 2nd time and recoiled further into the chest. Pt required surgery for the removal of the needle and lung biopsy. Surgery 7/21/95 for removal of needle and left lower lobe lobectomy due to + frozen section for cancer.